Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. External insulation abrasion was noted at 6.9-7.2 cm from the pin consistent with lead friction to the device can. Additional external insulation abrasion was noted at 43.1-43.6 cm from the distal tip consistent with lead friction to the device can. The ptfe coating was abraded at this location. This is consistent with the observation from the field of over-sensing and low impedance.

Event description:
Additional information received indicated that the physician explanted and replaced the patient's right atrial (ra) and right ventricular (rv) lead. The patient was stable throughout.

Event description:
Additional information received indicated that the physician explanted and replaced the patient's right atrial (ra) and right ventricular (rv). The rv lead was additionally over-sensing noise. The patient was stable throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08547. Related manufacturer reference number: 2017865-2021-08548. It was reported that the patient presented to the clinic for a follow up. Interrogation showed their right atrial (ra) impedance and right ventricular (rv) defibrillation impedance were both low. The patient's ra lead additionally exhibited noise over-sensing that could be reproduced. The patient was asymptomatic. No changes have been made.